Manufacturer narrative:
The sample was returned for evaluation. The investigation is ongoing. A follow-up report will be provided once it has been completed.

Event description:
The complaint description only indicates "blade up". The returned sample to argon found that the pincer had broken off from the device. It is possible that the missing piece had to be removed from the patient.

Event description:
Follow up.